Event description:
It was reported to gems that when the technician was moving the pt into the "fov" in the longitudinal direction using the power assist handle, the table top moved longitudinally at very high speed. No injury was reported. The field engineer reported that the cable harness that controls the longitudinal speed of the table was found broken. The system was repaired and returned to service.